Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 259 mg/dl and 98 mg/dl. Customer also reported that the spring on battery compartment was missing. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Troubleshooting was performed for blank display. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. Unable to perform the displacement, operating currents and self test due to blank display.